Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 30873 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pca administration set was leaking. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) regarding an issue with pca tubing leaking. I believe the product # they are using is 30873. The set was not saved to send into bd.